Event description:
It was reported that the customer's insulin pump alarmed motor error. It was stated that the battery was replaced, but the problem persisted. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device received with scratched lcd window, cracked display window corner, reservoir tube lip and missing end cap sticker.